Manufacturer narrative:
In the case description, the user reports the device was charging for 15 minutes when they noticed a burning smell coming from the charging port. The physical device was returned and no damages or abnormalities were observed. The charging port was free of any abnormalities. Additionally, the charging adaptor and cable was returned. Inspection of the charging adaptor and cable did not find any visual defects or damages. Upon inputting the user's pin to unlock the controller, the privacy acknowledgement screen was displayed, which was followed by the op5 sign in screen. These events indicate the device was reset prior to arriving for investigation. The log files were checked and no information existed for the date of occurrence. The information did not contain any records to view the battery temperature of the returned device since it was reset. Although there was no relevant data in the log files, the device was free of any damages that could be caused by exposure to thermal energy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been charging their controller for 15 minutes the patient reports a burning smell coming from the charging port.